Event description:
A pt reported blood glucose results of 4.7 and 8.3 mmol/l with a lifescan meter, performed within 5 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expercted value of <= 20% and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision.